Manufacturer narrative:
Additional information was provided by the customer on 12aug2021 and was added to the b5 - describe event or problem field.

Event description:
The customer observed an increase in repeat reactive alinity s htlv I/ii results for several donors. There was an increase in repeat reactive results that were ¿unreadable¿ by confirmatory testing, however, no specific patient data was provided. It was noted that these results were discrepant to the donors¿ history. There was no impact to patient management reported. Per q-22-01-015, edition 003, false reactive htlv I/ii results for screening/transplant are reportable. Additional information was provided on 12aug2021: the following unit numbers were provided (B)(6). There were 23 donor samples that were repeat reactive with only one sample confirmed positive and all the rest were either negative or indeterminate with confirmatory testing.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed an increase in repeat reactive alinity s htlv I/ii results for several donors. There was an increase in repeat reactive results that were ¿unreadable¿ by confirmatory testing, however, no specific patient data was provided. It was noted that these results were discrepant to the donors¿ history. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for increased repeat reactive alinity s htlv I/ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. The performance of the likely cause lots was investigated by completing a review in the CAPA system for non-conformances, potential non-conformances, and deviations related to the likely cause lots. The review did not identify any nonconformances, potential nonconformances, or deviations for the lot numbers associated with the issue described in this complaint. A customer data review was performed. The analysis included initial reactive rates, repeat reactive rates, and specificity (assuming 0 prevalence) at blood assurance, inc (ba) and peer sites. The specificity performance of lots 16312be00, 22021be00 and 25382be00 at ba is comparable with associated peer sites and is within product specifications. Additionally, aggregated lot performance across all us whole blood peer customers are within product claims. For htlv I/ii the observed % specificity for all analyzed lots ranges from 99.940 to 99.956%. Manufacturing documentation for the likely cause lots was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, the alinity s htlv I/ii reagent list number 06p07-60, lot numbers 16312be00, 22021be00, and 25382be00 are performing as expected, no systemic issue or deficiency of the reagent was identified.